Event description:
A customer reported a malfunction on their insulin pump. It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support advised the customer on backup therapy using mdi and arranged for the replacement of the pump with a refurbished unit that included updated software. They also provided instructions for returning the malfunctioning pump and offered guidance on storage mode procedures, which the customer understood and acknowledged.